Manufacturer narrative:
The device was not returned for analysis. A review of the lot history record revealed no manufacturing nonconformities that would have contributed to this complaint. The reported difficulty and subsequent treatment appear to be related to an interaction of the device with patient anatomy or inability to maintain position/stability of the device during deployment due to circumstances of the procedure. Based on the information reviewed, there is no indication of a product quality issue with respect to the design, manufacture, or labeling of the device. The additional proglide devices referenced in b5 are filed under separate medwatch report numbers.

Event description:
It was reported that an arteriotomy closure of the calcified right common femoral artery was attempted with three proglide devices using the pre-close technique prior to an interventional endovascular aneurysm repair (evar) procedure via a 7f sheath. Reportedly, a cuff miss [suture-retrieval issue] occurred with all three proglide devices. The sutures of two prostyle devices were successfully pre-placed. The sheath was upsized to 16f and the evar procedure was completed. Hemostasis was achieved with the pre-placed prostyle sutures. There was no reported adverse patient sequela and no reported clinically significant delay in the procedure or therapy. No additional information was provided.